Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer reported a low readings issue with the adc (abbott diabetes care) device. The customer reported unspecified low sensor scan readings and it is unknown whether a trend arrow was noted on the device. The customer experienced a loss of consciousness and was unable to self-treat. The customer was transported to the hospital. It is unknown if the customer received emergent treatment from the healthcare professional (hcp). Adc customer service was unable to contact the customer to gain additional details regarding this event. There was no report of death or permanent injury associated with this event.